Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user observed a leaking cartridge on the ilet pump, with insulin noted leaking from the back of the cartridge, after experiencing elevated and sustained out-of-range blood glucose levels. Symptoms included hyperglycemia, with a highest reported glucose of 385 mg/dl and prolonged elevation above 180 mg/dl for approximately eight hours, without ketone testing, medical intervention, or backup therapy. Outcomes included user-reported alerts for prolonged hyperglycemia and self-management without need for assistance or healthcare facility involvement. Investigation included agent-led troubleshooting and education, including a pump rewind to evacuate residual insulin and replacement of the cartridge, as well as collection of lot information. Investigation of this case revealed a suspected cartridge leak that was resolved by replacing the cartridge, and the user¿s glucose was trending down at the time of the call. It was concluded, based on previously established findings for similar reports, that the cause was a leaking disposable cartridge.